Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 - date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer replaced the pressure transducer pcb was faulty. It was replaced which solved the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. We have not received device logs or replaced part for further analysis and technical investigation. Our conclusion, based on the fse investigation, is that the reported failure was caused by pressure transducer pcb.

Event description:
Manufacturer's reference #: (B)(4).